Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2017 with blood glucose of around 390 mg/dl and had been 400 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, nausea and abdominal pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was declined due to high blood glucose being caused by bent cannula.